Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump received multiple error alarms. The customer¿s blood glucose level was 241 mg/dl at the time of incident. The customer stated that the customer was not able to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No drive count or time values or changes incorrect for moving or coasting error noted during testing. The motor was tested outside of the device and passed. No motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period error noted during testing.